Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she is tired. The blood glucose reading is 417 mg/dl. The blood glucose reading at the time of the event was 464 mg/dl. Customer was vomiting. Diagnosed diabetes ketoacidosis. Hospital treated with insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.